Manufacturer narrative:
The suspect device was unavailable for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal femorofemoral bypass procedure, the catheter tip detached within the patient's left iliac artery. The physician had acquired retrograde femoral artery access and was attempting to negotiate the patient's left external and left common iliac arteries to deploy a vascular bypass stent. During catheter manipulations under fluoroscopy through the diseased iliac artery, the 5f catheter tip detached. The physician then used a vascular snare device to successfully retrieve the catheter tip from the patient's iliac artery.